Manufacturer narrative:
The technician was unable to duplicate the reported run-on, but noted the device had a malfunctional motor assembly. The device was repaired and returned to the customer.

Event description:
It was reported by the customer that during a case the core impaction drill was experiencing run on. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported by the customer that during a case the core impaction drill was experiencing run on. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences were reported.